Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: plunger failed to engage. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the clip applier was attached to the introducer sheath, an attempt was made to depress the plunger; however, the plunger would not stay depressed. The device was removed from the pt's anatomy and hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info was provided.